Event description:
Caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on temporary button use techniques and confirmed the issue persisted. Subsequently, technical support arranged for a replacement pump with updated software to be sent to the caller, who will continue using their current pump and manual insulin injections in the meantime. The caller was instructed to return the problematic pump within ten days to avoid charges and acknowledged all provided instructions.